Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the e100 due to power issues. Fse also found the customer had been using the incorrect power cord which made it loose and easy to unplug. The power cord was smaller than the recommended one. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 generator has been returned and evaluated, and the error was confirmed through error and system logs. In system logs, error code 25913 indicated that the issue occurred in the field. A visual inspection of the unit revealed no apparent issues, and the component appeared to be in good condition. The e100 was tested using the printed circuit assembly (pca) test system and the system operated normally and successfully and underwent ten power cycles without any errors. Test firing was completed without any issues, and the unit was found to be fully functional. The complaint was confirmed based on failure analysis. Failure analysis was unable to identify the root cause; however, a probable root cause can be attributed to an electrical component failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer instrument and the e-100 generator were turning off. The customer stated the issue had occurred multiple times during the case. The technical support engineer (tse) asked the customer if the power button on the e-100 was turning red and customer did not believe so. The e-100 generator was powering down. The tse viewed the system logs and identified 25913 and 25902 errors on the e-100 generator. The tse recommended the customer clean the instrument tips and power cycle the e-100 generator. The tse also explained if the e-100 detects an arc, that could also shut down the e-100 generator. The customer stated they were not using the e-100 at the time of the call, and they may power cycle it. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the e-100 quit working several times and had to powered off and back on.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The root cause of the power issue is attributed to use of an incorrect power cord for the e-100. The e-100 was analyzed and confirmed to be fully functional.

Event description:
Refer to h11 for follow-up information.